Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap of the bd saf-t-intima IV catheter safety system was stuck inside the intima and would not come out as it usually does. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a total of 29 representative units were received for evaluation. Each unit was inspected and tested and found to meet manufacturing standards. We were unable to determine a root cause for this occurrence based on the provided samples. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A review of the device history record revealed no irregularities during the manufacture of the reported lots. Reported defect was not confirmed after evaluate the sample, during the pull test no values out of specification or problems of activation were found. We cannot confirm or associate the reported defect to the mfg. Results of the test: stylet/cannula removal force through inserter wings: 0.57 pounds specification maximum: 1.0 pounds. Stylet/cannula removal force through the prn component: 0.90 pounds specification maximum: 1.5 pounds. Outer safety sheath disconnection force from prn component: 1.49 pounds specification maximum: 2.5 pounds. This reported defect could be related with an incorrect use of the product by user. Investigation conclusion: reported defect was not confirmed in 28 representative samples, no values out of specification were found and no leakage. Without defects in representative samples, we cannot confirm or associate the reported defect to mfg. Process. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7059577. Medical device expiration date: 02/28/2021. Device manufacture date: 03/312017. Medical device lot #: 6028560. Medical device expiration date: 02/29/2020. Device manufacture date: 02/22/2016.